Event description:
Information was received from a healthcare professional (hcp) regarding a patient receiving 8 mg/ml hydromorphone at a dose of 6.7547 mg/day, 500 mcg/ml clonidine at a dose of 422.15 mcg/day, 22 mg/ml bupivacaine at a dose of 18.57mg/day, and 50 mcg/ml unknown baclofen at a dose of 42.21 mcg/day via an implantable infusion pump for non-malignant pain. It was reported that the patient was over sedated. The patient's pump was refilled on (B)(6) 2017 at 15:30 and about 30 minutes after the refill the patient walked into the kitchen and fell asleep. Painful stimuli for 5 min was needed to wake the patient up. The patient was admitted and the healthcare professional (hcp) wanted assistance with decreasing the dose. The symptoms of: unwell, hard to arouse after patient fell asleep, and visual disturbances were reported. The hcp requested a manufacturer's representative (rep) to be paged to come assist with programming a dose decrease. No further complications were expected or anticipated.